Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the anvil cap of the device could not be closed completely. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.